Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06843; 2938836-2019-06845; 2938836-2019-06846. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is natural or unknown.

Manufacturer narrative:
A connector portion of the lead was returned in one piece measuring 6.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.